Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: the hospital staff intended to perform an operational check of the t1. When he turned on the t1, the t1 options and settings disappeared and the alarm continued to sound. No patient involvement as it occurred during service.